Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer¿s representative: the patient's kidney infection was first observed during ER visit on (B)(6) 2017. The rep did not know whether the kidney infection was related to device/therapy and didn't have any information regarding the patient's history of kidney infection. It was clarified that the patient lost her programmer 7+ years ago, and had no urologist or hcp to manage the device and the patient was not insured. Device was turned off (B)(6). No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was admitted to the ER due to shocking from their device and the manufacturer¿s representative (rep) was paged to turn the device off as the patient had lost their programmer years ago. Location of the shocking was not known at the time of the report and it was not known whether an activity or event prompted the issue. On december 11th the rep clarified that the patient had turned while on the job and the shocking started. Location of shocking was back; in between legs. The shocking was intermittent, and was resolved and scheduled to be turned off (B)(6). It was also reported the patient had a kidney infection and was treated with antibiotics, pain meds and prenatals. The date of onset of kidney infection was not reported. No further complications were reported or are anticipated.